Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the metal jaw of the force bipolar instrument snapped/popped while manipulating tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip causing them to be misaligned. There was 0.85 mm offset at the tips. The grips were not found to be cracked. The instrument was rubbing against the conductor wire causing tip to not move smoothly. The instrument was found to have a segment of the conductor wire dislodged at the distal clevis appearing loose causing the grip tips not to open and close correctly and not to release the tissue correctly. A loop of the wire protrudes above the outer surface of the distal clevis. The wire insulation was damaged, and the instrument passed the electrical continuity test. The conductor wire was exposed. Components adjacent to the dislodged wire do not show damage. There was no fragmentation of the insulation, and internal conductor wires were exposed. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.